Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a dynamic hip system (dhs) removal surgery on (B)(6) 2012, the tube plate never separated and extracted from the lag screw. The lag screw was extracted reverse-rotating the tube plate. After the surgery, it was found that the lag screw and the plate were jammed together. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The engineering examination done on the dhs plate and three dhs cortex screws. Cut off for separating the dhs screw from the dhs plate. Qualitative energy dispersive x-ray analysis and photographic evaluation were performed. The measurable dimensions of the dhs plate were checked and found to be in compliance with the technical drawing and ao-asif specifications. The yellow anodized dhs plate is made of (B)(4) titanium alloy. The examination of the raw-material inspection sheets and the manufacturing papers show no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao-asif specification with the international standard iso 5832-3 and astm f136. An analysis of the material between the plate and the screw are organic residuals. Based on the qualitative energy dispersive x-ray analysis we can conclude that the dhs screw and the dhs plate were jammed because of organic residuals between the screw and the plate. The morphology and chemical composition of the white material between the plate and the screw correspond to the morphology of bone and blood residuals. This is indicative of the blocking of the screw occuring due to pinched bone chips. A failure resulting from either a material defect or the manufacturing process can be excluded.